Manufacturer narrative:
The reported event of the ventricular lead could not be removed from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the v-lead to become stuck in the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design. No other anomalies were noted.

Event description:
It was reported that during the routine generator change, the lead was difficult to be removed from the pacemaker header. The pacemaker was explanted and replaced. The patient was stable throughout.